Event description:
The manufacturer became aware of an allegation that a simplygo device was getting hot and "hot to touch". There was no report of patient harm or injury. There was no report of medical intervention. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Additional information received on 09/11/2023 and section h 11 should be reported as: the manufacturer became aware of an allegation that a simplygo device was getting hot and hot to touch. There was no report of patient harm or injury. There was no report of medical intervention. Maximum attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was updated.